Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to sustaining a head trauma. There are plans for revision surgery; however this has not occurred as of the date of this report.